Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's left extension has high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction b1: product problem was not checked off.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead extension found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of the stimulation end segment found an area where all internal wires were broken. The cause of the fractures is unknown as the patient did not report any falls or trauma.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their ipg, extension and lead were explanted and replaced.